Event description:
It was reported that there were coupling and/or communication issues. Use of the antenna locate (al) feature resulted in a power on reset (por) message being displayed on the implantable neurological stimulator recharger (insr), which then lead to the normal recharging screen. It was thought that the implantable neurostimulator (ins) was not overdischarged. It was reported that the patient was without telemetry for approximately 1 month. After getting the normal recharge screen, the patient had 8 bars of coupling. The al feature had numbers ranging from 72 to 80. It was reported that the device was recharged and reprogrammed.

Manufacturer narrative:
Product ID 37751, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6), product type extension.